Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. No cosmetic damage noted at belt clip rails from visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the back of the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will  be returned for analysis.